Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, the patient experienced a hematoma in the area of the device pocket. The hematoma was surgically drained and the patient was in stable condition.